Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
The consumer reported later on (B)(6) 2015 that the patient programmer was not new when it was given to them and it was refurbished. The patient programmer was not working and was broken. The nurse could not get it to work. The patient could not get the programmer to communicate or interrogate since (B)(6) 2015. The patient did not like the stimulator and was going to have it electively removed in the near future. The replacement programmer was returned with no known complaint. It was later reported on (B)(6) 2015 that the battery was not working and the patient was unable to program the device if the battery wasn't working. The intervention taken to resolve the event was changing the battery. The patient ordered a new controller and nothing was wrong with the implantable neurostimulator (ins). The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
Concomitant medical devices: product ID: 3889-28, lot# va0ry96, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported that her doctor told her that the device may not be working and referred her to the manufacturer. No potential causes, symptoms, troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.